Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump was under delivering insulin and there seemed to be a blockage. The customer¿s blood glucose level was unknown at the time of the incident. The customer has had to give themselves a lot more insulin than usual. No further information was provided. Troubleshooting was not completed. It is unclear if the insulin pump will be returned for analysis.